Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance trend values range from 201 ohms to 303 ohms. The implant value was 576 ohms. The lifetime minimum is 198 ohms. Concomitant product: 4024-52 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient's atrial lead indicated low impedance, high thresholds, and no capture or sensing were possible. It was further reported that the patient's ventricle lead showed low impedance and high thresholds. The atrial and ventricle leads were both capped and replaced. No patient complications have been reported as a result of this event.